Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 75 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to moisture damage to the keypad traces. The functional tests could not be completed due to the unresponsive button. The insulin pump had cracked battery tube threads, minor scratches on the display window, cracked reservoir tube lip, cracked case at the display window corner and scratched reservoir tube window.